Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which the physician updated the relatedness of the fever event as possibly related to the implant procedure only and unrelated to the medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported a transcatheter pulmonary bioprosthetic valve replacement procedure was performed and the patient was discharged on post-operative day one with no issues noted. On post-operative day two, the patient presented with a fever of 101.7°f and left chest pain. Upon assessment of the surgical incisions, the sites were without signs of infection. The patient was admitted for observation and laboratory workup. Laboratory tests results showed the viral panel was negative and blood cultures remain negative to date. An x-ray of the chest, electrocardiogram, and echocardiogram remained unchanged from discharge. The patient was empirically diagnosed with pericarditis and treated with colchicine and ibuprofen, which improved symptoms. The patient was discharged home on the third day of hospitalization (post-operative day five). The patient finished a five-day empiric course of clindamycin and is off colchicine and non-steroidal anti-inflammatory drugs. The patient's symptoms never returned. Additionally, the physician reported the event was possibly related to the transcatheter pulmonary valve and implant procedure.